Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the protection cap for a line of an automated pd set with cassette 4-prong was missing. This was identified during priming for automated peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d10, h3, h6. H10: one actual sample and three (3) photographs were received for evaluation. A visual inspection with the naked eye was performed to the actual sample with no issues noted. The actual sample was received used and therefore, it would be expected to be missing the protective cap. Functional tests including leak, clear passage and clamp function tests were performed with no issues noted. A visual inspection of the photographs, showed the set in the organizer and missing the protective cap to the drain line port. The reported condition was verified by visual inspection of the photograph only. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.